Event description:
It was reported that the patient presented to the clinic after receiving a vibratory alert for high, out of range high voltage lead impedance. In clinic measurements were within normal range. Programming changes were made to exclude the svc coil. Patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.